Manufacturer narrative:
The device was requested but has not yet been returned and the lot number was unknown. The complaint could not be confirmed; however, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the extended working channel had a plastic thread come out during a case. We found one piece of "plastic thread" in the biopsy forceps with a biopsy that was approximately 2 cm long. One other piece about the same size was found hanging out of the extended working channel after completion of the case and the bronchoscope was removed from the patient. The case was completed and no patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complaint issue could not be verified as no scratches or peeling of the liner were observed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.